Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence it was reported that they wanted to change the program because for about the past 3 weeks, the therapy hadn't been helping their symptoms as much as they wanted it to. The patient stated they'd noticed that when they drank water, it wasn't helping. They also stated at another point in the call while patient services was reviewing therapy expectations contradicting information about event date: that the therapy did help by 50% or greater in the beginning/at first so as it was unclear when the issue began. They stated that when they first got the implant, they didn't feel the stimulation, only every once in awhile, and that they followed up with their health care provider (hcp) at one point and expressed to the hcp the therapy wasn't helping as much as they had wanted it to so the hcp told the patient they would need to experiment with different programs to find the best one for them but the patient was never able to figure out how to connect to their therapy settings and they put it off. Patient stated then over this past weekend ((B)(6) 2025) the stimulation they used to feel on occasion, began to bother them more and they started feeling the stimulation in their legs, feet and toes and that it was uncomfortable. The patient had called because they hadn't been able to connect to their settings. Patient services wanted to note the patient initially stated it was in their fingers and thumbs but then patient services clarified and patient confirmed they'd meant their legs, feet and toes. Patient services walked the patient through locating the correct application (patient had been in the incorrect application initially) and once they entered into the mytherapy application, they were able to connect to see their settings. The therapy was on and the stimulation was at 4.0 ma. The external devices were functioning as intended. Patient services reviewed device description/function as well as therapy expectations and stimulation and programming considerations with the patient. Patient services also reviewed battery longevity considerations with the patient. The patient was going to choose a new program and monitor their symptoms and try different programs if after waiting for a week or two weeks, they found the therapy still wasn't helping. Patient services redirected the patient to reach out to their managing health care provider for further concerns about their symptoms if they still could not find relief.